Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer used more insulin than usual during the fill tubing sequence before drops were seen at the end of the tubing. Once the load sequence was completed, an occlusion alarm occurred. Blood glucose was 308. Reportedly, the customer completed a supply change successfully to resolve the issue.